Manufacturer narrative:
The device returned to olympus for evaluation. The evaluation uncovered the channel was clogged, expelling a brown residue when air was supplied to remove any remaining water, insertion tube recommends chemiglaze and the lens guide had sticky residue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Based on the evaluation performed on the olympus asset, channel was clogged, expelling a brown residue when air was supplied to remove any remaining water. No patient involvement reported. This MDR is being filed based on a reportable malfunction that was noted during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 18-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the precleaning was not performed immediately after the procedure. Therefore, removal of foreign material was difficult. It is also likely the reprocessing of the auxiliary channel was insufficient. The event can be detected/prevented by following the instructions for use which state: inspection of the auxiliary water feeding function (for endoscopes with auxiliary water feeding only). If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. Flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only). Olympus will continue to monitor field performance for this device.